Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as the separated tip was embedded in the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The balance middleweight hydro guide wire tip separated during removal. There was no resistance noted during removal. The separated tip was embedded in the vessel. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.